Manufacturer narrative:
Service evaluation of the treatment tip confirmed damage along the rf trace of the tip. This evaluation confirms the reported account of possible sparking from the tip membrane during treatment. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns. The datacard was not provided for evaluation so it is unclear if any errors occurred that alerted the operator. The investigation found that flames/sparks from tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review are considered acceptable, with the product performing within anticipated rates. The complaint type has been identified within the risk analysis and is performing within anticipated rates. No corrective action is necessary at this time. The investigation is complete.

Manufacturer narrative:
Final test verification specifications are acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record for serial/lot number (B)(4). The product was evaluated on 17dec2018. The tip passed flow and thermistor testing. The tip failed visual inspection due to the observation of dielectric breakdown. No functional or leak testing were performed due to the observation of dielectric breakdown. Further investigation is underway.

Event description:
A user facility in (B)(6) reported that a thermage tip sparked during treatment. The treatment was immediately discontinued. No patient injury was reported.